Event description:
The patient had a subacute stent thrombosis, 8 days after he received a cra18250. Another procedure was given to remove the thrombosis, and another stent was implanted (boston liberte) in the lesion. The lesion is in lad.

Manufacturer narrative:
Please note that this product, noted is distributed outside the united states. However, it is similar to the us distributed drug-eluting stents. Additional information will be submitted within 30 days of receipt.